Manufacturer narrative:
H3: one device was returned for repair in used condition. Service history review identified the complaint was not related to a previous service of the device within the review period. Event log recorded many downstream occlusions. Visual inspection found a degraded downstream occlusion (dso) sensor. Downstream occlusion alarmed when priming empty cassette. The cause of the primary problem was the dso sensor. Replaced dso sensor to resolve the error. The device passed all functional tests after the repair.

Event description:
It was reported there was downstream occlusion. There was unknown patient involvement and unknown harm/adverse event reported.

Manufacturer narrative:
(B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.